Event description:
It was reported that a patient implanted with an impella cp developed an access site bleed. Multiple blood products were transfused. The blue suture hub was resutured in the operating room and dressing angle was matched. The dressing was completely soaked when checking into the intensive care unit. The dressing was removed and pulsatile bleeding was noted. Pressure was held. A femstop was applied. Coagulations and labs were sent. The purge was changed from five percent dextrose in water to bicarbonate at bedside. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.